Manufacturer narrative:
Ps344995. The complaint pt101 airvo 2 humidifier is currently en route to fisher & paykel healthcare in (B)(6) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that the audio alarm of a pt101 airvo 2 humidifier was not working. There was no patient involvement.

Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative that the audio alarm of a pt101 airvo 2 humidifier was not working. There was no patient involvement.

Manufacturer narrative:
Ps344995. Method: the complaint pt101 airvo 2 humidifier was received at fisher & paykel healthcare (f&p) new zealand and was inspected by a trained f&p technician. The device was performance tested and the audible alarm was checked. Results: during testing it was found that the audible alarm was not working. However, we are unable to determine the cause of the failure mode in this instance. Conclusion: as part of our ongoing product improvement initiatives, a new speaker unit has been sourced from a different supplier. The airvo user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that " the unit is not intended for life support." The user manual warns the user: - prior to each patient use, ensure that the auditory alarm signal is audible by conducting the alarm system functionality check described in the alarms section. The alarm system functionality check instructs the user on how to check the alarm and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."